Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated wear for a polyethylene knee device implanted for 1-1-/2 years. The investigation found entrapped third body debris in the tibial insert articulating surfaces which led to accelerated wear. A complaint database search did not show any other reports against the lot codes. No evidence was found suggesting product error was a contributing factor to the polyethylene wear and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of loose tibial component at both interfaces, osteolysis, and poly wear of the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.